Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2016. A review of the device history record has been completed. No deviations or non-conformances noted the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported that the right breast feels "firm and looks abnormal due to capsular contracture," baker grade iii. Patient additionally reported a "deflation". Device has been explanted.

Event description:
Patient reported that the right breast feels "firm and looks abnormal due to capsular contracture," baker grade iii. Patient additionally reported a "deflation". Device has been explanted.

Manufacturer narrative:
A further investigation (fi) has been requested due to finding of workmanship. Further investigation findings will be submitted via a supplemental medwatch. Device evaluation: visual analysis of the returned device identified wear abrasion, crease fold and an opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening and observed void on valve side out specification per qa199.06 (texture side) is considered workmanship. The fill test inspection was performed; the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on valve bond edge due to an unidentified (tear) opening and observed a void on valve side out specification per qa199.06 (texture side). Additional, corrected, and/or changed data: the reason for reoperation was reported to be due to deflation and capsular contracture baker grade iii.

Manufacturer narrative:
Further investigation results: according to the information gathered during the investigation, there is enough evidence to support that devices from work order 1620308 were assembled in accordance with allergan medical procedures and specifications. During the device analysis it was observed void in valve side, out specification per qa199.06 (texture side). However, the workmanship not had any relation with the reported events. Review of all complaints for the period of may 2017 through apr 2019 related with mfg date and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issue with void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Patient reported that the right breast feels "firm and looks abnormal due to capsular contracture," baker grade iii. Patient additionally reported a "deflation". Device has been explanted.